Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. For one sample, the higher than expected vitros tropi es result was reported from the laboratory, and a corrected result was issued once it was identified. For a second sample, the higher than expected vitros tropi es result was identified before it was reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq system. A definitive cause was not identified; however an instrument issue was determined to be the most likely cause. Relevant data log files from the system were reviewed and vitros tropi es precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system¿s performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation also confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.